Manufacturer narrative:
D4: UDI will not fit in the field- (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where during the procedure an attempt was made to capture flail but because dock was potentially pushed lower flail leaflet was not captured anymore. There was severe pvl after the device was implanted. The pvl was located at p3 and a3 and medial commissure. Multiple plugs were needed- two 12 mm and one 14 mm. The final pvl was moderate-severe.